Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The distal end adhesive was also found to be lifting, the electrical safety test was not to specification, and water ingression was found. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e315 scope error when using the evis lucera elite colonovideoscope. The issue was found at preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, error message was displayed. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the procedure was diagnostic (colonoscopy), there was not a known procedural delay, and the procedure was completed (but customer was unsure whether same device was used for completion).

Event description:
The procedure was diagnostic (colonoscopy), there was not a known procedural delay, and the procedure was completed (but customer was unsure whether same device was used for completion).